Event description:
The "rapid gas loss" alarms sounded from the system 97 pump. No leak was noted and trouble shooting found no problems. The iab was removed. (Event complications: unk - rpt'd 1/5/98.) (Pt's current status: unk - rpt'd 1/5/98.)

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alamrs were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.